Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure could be mishandling of device by user. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the pure wick urine collection system product ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated texas health resources, including large hospitals had stopped using the purewick urine collection system in the hospitals. It was also stated that the nurse were turning the suction up too high and causing hickeys to woman¿s vaginal areas. No medical intervention reported. Complainant suggested there should be an in-line pre-set regulator built into the hose so nurses do not have to adjust the suction unless they need.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse stated (B)(6) health resources, including large hospitals had stopped using the purewick urine collection system in the hospitals. Also stated that the nurse were turning the suction up too high and causing hickeys to woman¿s vaginal areas. No medical intervention reported.